Event description:
The customer reports during an unspecified laparoscopic procedure using a thunderbeat, the tip of the handpiece broke off while in the patient¿s abdomen. The surgeon was able to locate and retrieve it. The tip was visualized by the surgeon and determined to be complete. The entire handpiece was removed from the field. No additional consequences to the patient were reported. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.